Event description:
It was reported that the customer checked to see if there is anything abnormal in the suction evacuator as it was expanding immediately.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The first photo sample shows the overview of the bulb evacuator. The second and third photo shows the top view of the suction bulb evacuator. The fourth photo shows the side tip view of the suction bulb evacuator. The fifth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), suction bulb evacuator. Visual inspection of the sample noted connected the tubing to the inlet port and the other end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the evacuator was flattened to create negative pressure, and the solution was able to be suction in the evacuator as intended with no difficulties. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer checked to see if there is anything abnormal in the suction evacuator as it was expanding immediately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.